Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734924, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that there was a damaged snapshot tracker, robotic reference frame, and schanz bond. There was no patient involvement. Additional information was received. It was reported that the product had been reviewed and worked with since the complaint. There was no damage or other problems that had since been reported. Additional information received from a manufacturer representative reported the reference frame was not damaged. The issue was it was not all the way tightened on the robot and was causing navigation issues. Additional information was received. It was reported that the original complaint was called in due to a navigation error. When testing out the instruments, after they were believed to be damaged/bent, navigation seemed to be off around 1 millimeter (mm). After further investigation, no instrument was damaged/bent. It was an issue in which things were not tightened enough causing deviation on navigation. Additional information was received. It was reported that the reference frame was identified as the cause of navigation being off around 1 mm. It was not fully tightened on the robot. Additional information was received. It was reported that there was a patient present for the navigation inaccuracy event. There was no impact to patient's outcome. The items were inspected after the case with no patient present. Following the case, all instruments were inspected in a demo case situation-after evaluation and there was no damage to the instruments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no surgical delay. They had performed a re-snapshot and moved forward with the procedure.